Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings:. Pump powered with blank display. Unable to confirm complaint of under responsive keypad due to blank screen. No download files due to failed download connection due to moisture..keypad cover intact; removed keypad to inspect under contacts; no evidence of contamination under contacts. Evidence of moisture observed behind display lens. Hairline battery compartment crack below the bumper traveling toward case seal. No audible alarm; vibratory alarm operational. Performed leak test; test failed due to keypad leak on left side near ok button. Opened pump; evidence of moisture on piezo solder joint/support bracket/display flex connector/keypad flex connector/force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.